Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that approximately 10 days post implant, the patient experienced gi bleeding and melena. The patient was transfused with 2 units of packed red blood cells (prbcs) and was on heparin at the time of the event. Approximately 3 weeks later, the patient continued to have acute blood loss anemia. The patient was transfused with prbcs as needed. The patient was on clopidogrel and discontinued aspirin. Coumadin was planned to be re-started on (B)(6) 2016. The patient's inr was 2.4, plasma free hemoglobin level was 16 g/dl, and hematocrit (hct) level was 21% after being given 1 unit of blood. Additionally, the patient's right nare was packed. On (B)(6) 2016, the patient's hct level fell to 12%. The patient was transferred to ICU and was transfused with 4 units of prbcs. A tagged red blood cell (rbc) scan was positive for left mid-abdomen bleeding. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discharged from the initial hospitalization on (B)(6) 2016.